Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances spikes on the right atrial (ra) lead, measuring greater than 2000 ohms. The crt-d also declared an alert for low biventricular (biv) pacing. Boston scientific technical services (ts) there is intermittent undersensed p-waves on the ra lead, which lead to no rv or lv pacing, and decreased the biv pacing percentage. There is also noise and oversensing on the ra lead, which resulted in inappropriate atrial tachy response (atr) episodes. Ts recommended programming off biv trigger. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, undersensing, oversensing, pacing inhibition, and high pacing impedances.

Event description:
This device was explanted and returned for analysis due to therapy downgrade. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.